Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is listed in the direction for use (dfu) as a potential adverse event. (B) (4): device not retuned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, there was restenosis. In (B) (6) 2008, the 80% stenosed target lesion being treated was located in the 1st diagonal with a length of 6.0 mm and a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation with an unknown balloon and placement of a 2.5 x 12 mm study stent. Post-dilatation was performed with 0% residual stenosis. During the index procedure, a non-target lesion was located in the proximal right coronary artery (rca) with 70% stenosis, a length of 6.0 mm and a reference vessel diameter of 2.5 mm. A taxus express2 stent was implanted. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2009, 281 days post index procedure, the patient developed a severe episode of chest pain from lifting boxes and the patient was admitted with worsening cardiac disease. Coronary angiography revealed: 70% stenosis of previously placed taxus stent in the proximal rca. A percutaneous coronary intervention (pci) procedure was performed. The proximal rca was treated with pre-dilatation with a 2.5 x 15mm and a 3 x12mm apex balloon and placement of a 4 x 15mm promus stent with 0% residual stenosis and timi flow 3. The patient was discharged the next day. In (B) (6) 2009, the patient reported not having any angina.